Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports self-injection with a syringe of juvéderm¿ voluma¿ with lidocaine. 0.05 ml injected superficially under the nasolabial fold lines, most product applied deeper under the dermis. Area cleansed with sterile chlorhexidine wipes after injection. Shortly after, the area started to ooze yellow puss. Patient reports bleeding quite a bit and wiping with gauze. Polysporin and saline applied right away. The following day, it¿s almost like a blister and sore and red. Patient is not sick, "but always feels run down these days." No dental work or injections and never had a cold sore. "[Event] doesn¿t seem to be getting worse at this point."